Manufacturer narrative:
Limacorporate received a total of 14 trial heads - model# 9095.10.5xx, various lot# - with different diameters and different sizes, included in the same instrument set. No dimensional or functional anomaly detected by checking the manufacturing charts of all the lot # of trial heads returned. No other complaints received on these lot#. All these trial heads underwent a functional test, coupling them with trial necks available (returned to limacorporate together with the trial heads). It was noticed during the test that, for few trial heads, actually it was difficult to realize a stable coupling with the trial necks. A further dimensional analysis done on all the trial heads received showed, as expected, that some of them had slight dimensional anomalies on the female taper, dimensions of the trial heads related to the coupling surface with the trial necks (male taper). Such slight anomalies were not pre-existing on the devices by looking at the related manufacturing charts. The above analysis confirms that repeated sterilizations of the devices over time (considering that all the trial heads involved are used on the market since 2010, 2011 or 2012) progressively caused slight deformation of the trial heads coupling surface, so some of the trial heads lost functionality over time. No corrective actions planned by limacorporate for this event, which is related to normal wear and tear of the trials femoral heads. Limacorporate will keep monitored the market.

Event description:
Loose connection between trial components (femoral heads and necks - devices made from propylux) noticed during hip surgeries. Events happened in (B)(6).

Manufacturer narrative:
No dimensional or functional anomaly detected by checking the manufacturing charts of the lot # of trial heads reported (pieces manufactured in the years 2010-2011-2012). No other complaints reported on these lot #. These trial components are made from propylux.. We will submit a final report after the complete investigation.

Event description:
Loose connection between some trial femoral heads and some trial necks noticed during hip surgeries: some trial femoral heads did not fit stably with the trial neck. According to the info received, the problem was identified specifically on some trial heads. Events happened in (B)(6).